Event description:
It was reported to boston scientific corporation that a navigator ureteral access sheath set was inspected upon receipt at the user facility. According to the complainant, during unpacking the product, it was noticed that there was hair inside the sterile pouch.

Manufacturer narrative:
(B)(4).